Event description:
Balloon rupture. During a percutaneous transluminal angioplasty to the shunt anastomosis, a non-cordis guidewire was inserted across the lesion through the non-cordis sheath and within the non-cordis guiding catheter without difficulty. The power flex p3 balloon catheter was advanced across the lesion, using an indeflator, the balloon ruptured at 8 atmospheres. The balloon was withdrawn from the patient's vessel. Reportedly, the vessel had severe calcification, moderate tortuosity and 70% stenosis. The product was prepared and clinically used as per the IFU without any adverse consequence to the patient. The product will not be returned. Additional information will be submitted within 30 days upon receipt.